Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent urinary stress incontinence, erosion, extrusion and malfunction. It was reported that the plaintiff allegedly experienced dyspareunia, severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort and emotional distress. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially reported on the summary report dated 10/31/2014 under exemption (B)(4). Additionally, this was reported on the summmy report data 12/23/2014 under exemption (B)(4). Additionally, this was reported on the summary report dated 06/18/2015 under exemption (B)(4).